Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The contacts on the power supply connections were cleaned. The system was tested and operates as intended.